Event description:
Reported due to death. The physician used a proglide device to close an arteriotomy site in the right groin following an interventional procedure. The arteriotomy site was approximately 20 mm above the center of the right femoral head by fluoroscopy. The physician inserted the device without feeling any resistance. Mark was achieved and the foot was deployed. The needles were deployed and the sutures were harvested without difficulty. When the device was removed, the physician noted oozing in the tract. The oozing was minimal as expectd due to the use of heparin and integrilin. The pt was transferred to the cardiovascular unit where they complained of nausea. Within thirty to forty minutes their blood pressure began to drop "dramatically." Manual pressure was applied to the arteriotomy site. The pt became disoriented and a CT scan confirmed a retroperitoneal bleed. The pt was transferred to the intensive care unit where they had cariopulmonary arrest. Attempts to resuscitate them failed and they expired approximately two hours later. An autopsy was not performed due to the CT confirmation of a retroperitoneal bleed. Although requested, additional info was not provided.